Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of right ventricular (rv) lead, fluoroscopy revealed abnormal separation was noticed on the spirals at the top of rv coil. The rv was removed and replaced with a different lead. No patient complications have been reported as a result of this event.